Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two of the reduction forceps with serrated jaw had tips broken off. This occurred during surgery and caused a minimal delay. There were instruments available to complete the surgery. There was no patient harm reported; back up instruments were available and used. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Service history review: part no.399.051, lot no: t945737: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is may 26, 2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.